Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzle missing glue. Based on the result, we concluded that it was caused due to the physical damage applied on the air nozzle. In addition, we confirmed that the angle wire play, the insertion flexible tube (ift) leak, the insertion flexible tube (ift) cut, the distal body worn out, the down pulley wire worn out, the suction channel kink, the angulation-down angulation decrease, the angulation-left angulation decrease, the angulation-right angulation decrease, and the angulation-up angulation decrease; however, they are not the main cause, and/or irrelevant to the alleged complaint. As a result of confirming the detail as gfe, no response was obtained, so we cannot deny the possibility of the glue falls into the human body. Therefore, based on the technical report "hr-rpt-0585(nozzle)" and/or the risk analysis results, it was evaluated to submit MDR.

Event description:
The time of event is unknown. There was no report of patient harm. Air/water nozzle peeled off (black glue).